Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device locked up and was not able to be used. The jaws are still closed. The device did not get stuck on the patient. Another device was used to complete the procedure. No adverse consequences reported.